Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve customer issue on unit by explain to customer with the rate accuracy test failing needs to replace bottle side sensor on unit but can replace both want hurt. Confirm part number for sensor then transfer customer to order mgr. To price of part with tax. (B)(4). Customer called in for help on 8100 unit customer was running pm test on unit and unit is fail the rate accuracy tes failing, before call in customer try to run calibration test rate test fail. He needs to replace the bottle side sensor which is the top one for rate but he can replace both sensor want hurt. After replace sensor run calibration make sure all four test passes. If still fails then he has a main board issue. Confirm part # for sensor transfer customer to order mgr. To get price with tax.